Event description:
It was reported that a possible overdose was suspected. The patient experienced obtundation, and his mental status was going downhill. Changes were made to the pump two days earlier. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's pump medication was decreased by 50%. The patient's mental status change improved and ultimately resolved. The medications in the pump were dilaudid, prialt and baclofen.

Manufacturer narrative:
Product ID 8703w, lot# l50971, implanted:1998-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).